Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8578, lot# n154503, implanted: (B)(6) 2008, product type: catheter. Product ID: 8709, lot# j11183r38, implanted: (B)(6) 2002, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received unknown baclofen (2000mcg/ml, 739.9mcg/day) in an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2013, redness was noticed at the inner aspect of the incision site. There was some question if the patient's tray on his wheelchair was pushed up too tight against it. The physician did not think it was a reaction to the pump because it was implanted in 2008. On (B)(6) 2013, the patient went to their primary care physician (pcp)regarding another issue and the pcp thought it might be a rash. The pcp prescribed wescourt creme to apply for 14 days to the area. It was more pronounced and more red when the patient was sitting in their wheelchair or when the patient was rolled on the left side, which was the side the pump was on. When the patient was in bed and rolled on his right side it decreased the redness. However, the redness did not go away. Since the appointment on (B)(6) 2013, the patient still had redness and it had spread along the incision site. The group home staff was being very careful with the wheelchair tray. On(B)(6) 2013 the pump was refilled. The physician tested the pump and it was in the right position and not flipped. The medication was aspirated and said it was the correct amount. The physician did not think it was infected. The pump had been implanted since 2008 and the patient had not had the irritation before. The drug had been increased, but nothing else had changed. The patient had no other symptoms. It was noted that the patient fainted on (B)(6) 2013. Additional information received from a healthcare provider (hcp) indicated the patient's pump was removed. The hcp had called the m anufacturer to determine if patients had ever received a rash from the pump. The patient was taken to the dermatologist and was diagnosed with rte, a skin rash caused from pumps or devices in the body. The pump was removed shortly after that on (B)(6) 2014. No further information was provided.

Event description:
Additional information received from a healthcare provider (hcp) indicated the patient was last seen at the physician's office (implanting) on (B)(6) 2014. The progress note mentioned nothing of a fall, trauma, or fainting. However, the progress note did comment on a red area along the incision; "looked like a spider angioma." There were signs of pain or fever. The patient was empirically placed on a course of antibiotics. At that time, the pump had approximately 14 months until elective replacement indicator (eri) a nd there was no need to open the incision to remove the pump. The patient denied pain in the area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.